Manufacturer narrative:
The device was not returned for evaluation as it was returned to the (B)(6). Root cause is unable to be determined. The reported event has been addressed in the device labeling.

Event description:
It was reported that a revision procedure was performed (B)(6) 2020. As per the reporter the rod pulled out. During a review of investigation findings from (B)(6) it was identified that the rod had a pin fracture and debris in housing tube.